Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5124904.

Event description:
Related manufacturer reference number: 3006705815-2023-06832. It was reported that the patient's ipg was inoperable and one of the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced while the lead was repositioned to address the issues. Investigation was unable to determine which of the leads attributed to the event.